Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "no issue with sheath, just the introducer. Initial assembly and use was uneventful. Went to flush introducer again and the hub sheared off completely. Wasn't able to attach the syringe to the luer. Case completed without issue. Used another introducer from another product kit. There was no reported patient harm or consequence."

Event description:
It was reported that: "no issue with sheath, just the introducer. Initial assembly and use was uneventful. Went to flush introducer again and the hub sheared off completely. Wasn't able to attach the syringe to the luer. Case completed without issue. Used another introducer from another product kit. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). The reported issue of dilator hub separation was confirmed upon investigation of the returned sample. The customer returned one unit of dilator for evaluation. No significant damage observed on the lumen aside from minor tip damages. The customer used another device to complete the case. A device history record review was done, and a relevant finding related to a previously opened CAPA was identified. Based on the information, the most likely root cause of the issue is design deficiency.